Manufacturer narrative:
One device was received for evaluation. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device issue occurred during a thoraco/lobectomy. While firing for the interlobar resection the device would not fire. The surgeon could press the green firing button. The sales rep noticed the staples came slightly out of the pocket. The case was completed using a new handle and reload. No patient injury.